Event description:
Pt fell sustaining fracture to left humerus (completely displaced fracture). Treated with a small fragment type internal fixation device. Returned home and came under care of local dr. Conservative treatment april-june. Still had problems lifting her shoulder. X-rays revealed definite delayed or nonunion at fracture site at base of surgical neck area and failure of fixation device. Add'l hospitalization and surgical procedure needed to remove failed device and insert endoprosthesis 9/13/93.